Manufacturer narrative:
Date received by manufacturer: 05 november 2019. Date of this report: 14 november 2019. The customer reported replacing the display and the issue was resolved. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019. The manufacturer's remote technician performed troubleshooting with the customer and found that the customer ordered a new liquid crystal display (lcd) that did not match the user interface (ui) connections on the unit. The technician advised the customer of what parts were needed to upgrade the unit to the 2nd generation to complete the installation.

Event description:
It was reported that the unit had a dim display. There was no patient involvement.